Event description:
The customer reported via phone call that they had an unexpected restart alarm on the insulin pump. Customer has been told that they put in their batteries too quickly. Customer stated that when they put in a battery, they have to reset all their settings. Customer has tried different batteries but the alarm has been recurring. Customer's blood glucose was 137 mg/dl. Customer stated that the time was reset on the pump. Customer stated that the pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery. Customer was advised to monitor the pump and call if issues recur. Customer stated that the alarm has occurred in the last 6 set changes. Customer was feeling nervous about the pump's functioning and wants a replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.